Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced a fall off the bed, subsequently, the patient lost efficacy from the scs system stimulation. In addition, the patient felt paresthesia and stimulation in his right abdomen and chest. X-ray images taken showed dislocation of the scs system lead. Reprogramming of the patient's scs system failed to regain effective stimulation therapy coverage. Surgical intervention was taken and the lead was replaced. The procedure was perform with no complication and therapy was fully restored for the patient.